Event description:
Pt had an aortic valve replacement in 2003. Pt experienced valve failure (leaked). Pt returned to o.r 3 weeks later for removal and replacement of aortic valve. Valve implanted in 2003 to have two holes in it. Valve replaced.